Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4: batch # unk. Additional information was requested, and the following was obtained: any trouble shooting steps taken prior to use of the manual override? The surgeon tried to use the "home button" to get the knife blade to return to the start position does the surgeon use a pulse firing technique or continuous firing? No approx thickness of the tissue being transected. 2 mm what color reloads were used during the event? Blue essentially, the surgeon never pulled the battery out of the device to flip it over in an effort to regain power and complete the transection. Instead he went straight to the manual override feature. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during thoracic wedge resection procedure that the surgeon was using the device to resect apart of the lung and midway through the firing sequence the device ran out of power and was stuck on tissue. They went to manual override to open. They pulled a like device to complete the procedure. No patient consequences. Rep was present in case. No buttress was used. No device available for return.